Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t4w4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The consumer reported that the patient had constipation. She was given miralax and colace for this and was put on a z-pac which gave her diarrhea. This occurred intermittently. Her gi doctor did a sigmoidoscopy and there were no issues found. On (B)(6) 2015 the patient was constipated again. She was told not to take any laxatives. Program 1 at 5.0 worked really well until the constipation began. They changed to p3 at 3.7. The patient also noted itching above the implantable neurostimulator (ins) site since changing programs. The doctor checked the device and everything was working as it should, no device issues were found. They scoped her stomach, as she had stomach cancer in the past, but there were no issues found with this scope. The doctor prescribed two ointments but neither helped resolve the itching. Onset of these symptoms was reportedly sudden. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.